Event description:
Found during evaluation at bd service facility: the drill does not function due to an internal failure of the drill.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: found during evaluation at bd service facility: the drill does not function due to an internal failure of the drill.